Manufacturer narrative:
Batch review performed on 16 march 2020: lot 1820570: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch reviews performed on 16 march 2020: pedicle screw 03.50.029 pedicle screw 7x35 (k121115) lot 1821270: (B)(4) items manufactured and released on 21-jan-2019. Expiration date: 2024-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Pedicle screw 03.50.029 pedicle screw 7x35 (k121115) lot 1821500: (B)(4) items manufactured and released on 08-feb-2019. Expiration date: 2024-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Plif surgery was performed at l3-l4, and tlif surgery was performed at l4-l5. The surgeon inserted the 6mm pedicle screws at l3-l4, and the 7mm pedicle screws at l5. The surgeon inserted the 2 posterior cages to l3/l4, and the oblique cage to l4/l5. Patient bone quality was normal. After the surgery, the patient alleged a strong pain because of loosening of the pedicle screws at l5 and the back out of the cage at l4/l5. The surgeon removed the rod and the both side of pedicle screws at l5. The surgeon removed the oblique cage and inserted the new oblique cage at l4-l5. The surgeon also inserted the 8mm x 40mm pedicle screw at l5. The surgeon performed the compression and add the cross link. Revision performed successfully 19 days after primary.